Manufacturer narrative:
(B)(6). The subject (B)(6) infant dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel (f&p) healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in japan reported via a fisher & paykel (f&p) healthcare field representative, that an rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.